Manufacturer narrative:
Three samples were received with the tubing disconnected from the upstream port of the cassette. Two add'l samples were received with both the vent tube and filter tube had disconnected from the burrette top cap. Eval of the sets showed that solvent had been applied to the tubing and the tubing had been fully seated. The outer diameter of the tubing was measured and found to be slightly undersize. The separations appear to be related to the undersize tubing, which prevented a secure bond. The device history was reviewed and was acceptable. Smiths was able to confirm the issue and determine the possible cause. The tubing supplier has been notified of the undersize tubing and corrective actions have been put in place. Smiths has increased sampling size for both dimensional inspection of the raw tubing and pull testing of the solvent bonds after assembly. The issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the solusets were "defective." During in-house eval, the tubing was found separated. There was no pt injury or treatment associated with this event.